Event description:
It was reported, that patient presented in clinic for routine follow-up. Upon interrogation, it was found, that patient's left ventricular (lv) lead exhibited loss of capture and phrenic nerve stimulation. Chest x-ray was done. And the lead was in same position. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were no capture and extra cardiac stimulation. As received, a complete lead was returned in one piece. The reported event of no capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.